Event description:
It was reported to covidien on 11/27/2009 that a customer had an issue with a dialysis catheter. Customer states the catheter was inserted and 48 hours later, there was a crack found in the tubing. This catheter was pulled and was replaced. The patient involved was critically ill and in septic shock.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.